Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08705 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window, cracked reservoir tube and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on sunday, with blood glucose 480 mg/dl at time of incident and the current blood glucose was 187 mg/dl. The customer was treated with pump for high blood glucose levels. The customer was advised to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. The insulin pump will be returned for analysis.